Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the rear housing was cracked and fluid ingression was observed on the downstream occlusion sensor. Review of the event history log showed several occurrences of "high pressure" alarms. Functional testing found that the device exhibited a double beep, no cassette alarm. The investigation determined that the fluid ingression observed on the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects.

Event description:
It was reported the pump was constantly beeping. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.